Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with missing segments due to cracked zebra connector on lcd. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the top line on her insulin pump's display screen where the time, battery, and reservoir icon are is missing. Customer's blood glucose is 209 mg/dl. The device passed the self test, but the top line is still missing. Customer noticed this when the device alarms low reservoir but she cannot see the reservoir icon. Customer uses energizer batteries. Replacing the battery does not resolve the issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.